Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt's ins is "not on or doing anything." Caller did not have any further details. Caller stated that pt reported being at an appt yesterday and was told they need a new battery or lead. Caller put agent on hold during call to attempt to connect to ins, but was unsuccessful. Agent reviewed MRI guidelines for this scenario, and suggested caller reach out to managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that by previously noting that the device is "not on or doing anything" they were describing "device needed a new battery." It was unknown to the patient if this issue was caused by normal battery depletion. The likely cause of the device not working was determined and noted to be "battery wore out." The steps taken were noted as being "surgery was done on (B)(6) 2024." The issue was noted as being resolved. The cause of the inability to connect to the ins was determined. The patient indicated the likely cause of this issue as being "dead battery" and the steps taken were noted as being "surgery was done on (B)(6) to replace battery." The issue was reported as being resolved.